Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) rebooted the device and verified that all functions were working properly. Adequate hard drive space was confirmed, the touchscreen was responsive, and all parameters were tested in hardware test application. The touchscreen and medstation were confirmed to be operating as designed. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es touch screen keeps frozen and not responded. Customer tried to reboot and recover but issue doesn't resolve. However, there were no delays or adverse events or injuries reported based on this event.